Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which involved two separate units. This is the first of two reports. Refer to 8030647-2022-00028 for the second report. It was reported that the therapist attempted to suction the patient using a new catheter and the suction did not work. There was no report of injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which involved two separate units. This is the first of two reports. Refer to 8030647-2022-00028 for the second report. It was reported that the therapist attempted to suction the patient using a new catheter and the suction did not work. There was no report of injury.